Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an inquiry regarding smart pass activation or this subcutaneous implantable cardioverter defibrillator (s-ICD) as well as the appropriate vector to program due to low amplitudes. Untreated episodes were reported as well as inappropriate shock therapy due to oversesnsing. The patient was symptomatic due to the untreated episodes. Boston scientific technical services (ts) noted that it was per physician discretion to choose secondary or keep primary vector. If the testing relieve the secondary is less susceptible to changes in amplitude consider to use secondary vector, as well as monitoring of smart pass status would be recommended more frequently. The field representative called back to discuss final programming and noted that a follow up was booked to monitor the patient. No adverse patient effects were reported.